Event description:
A us distributor reported that a battery pack was unable to power a monitor.

Manufacturer narrative:
Device evaluation of battery pack is underway. The reported problem (won't power on) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery was returned to supplier for further investigation. Investigation underway. No adverse event resulted from the damaged battery.

Manufacturer narrative:
Device evaluation of battery pack is underway. The reported problem (won't power on) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery was returned to supplier for further investigation. Investigation underway. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.

Manufacturer narrative:
Device evaluation of battery pack has been completed by the supplier. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of battery pack is underway. The reported problem (won't power on) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery was returned to supplier for further investigation. Investigation underway. No adverse event resulted from the damaged battery.